Event description:
The patient contacted lifescan (lfs) (B)(4) on (B)(6) 2012 alleging inaccurate erratic readings. The patient alleged the inaccurate erratic readings began two days prior to contacting lfs. A medical surveillance specialist (mss) sent follow up questions; however, was unsuccessful in getting a hold of the patient. The following is based on the initial call. On the morning of (B)(6) 2012 at 9:00am the patient was feeling dizzy, shaky and was disoriented. She checked her blood glucose and obtained a 5.1 mmol/l (91 mg/dl) and then she ate two glucose sweets and went and had breakfast and did another test after eating and obtained a 7.9mmol/l ( 142 mg/dl) . The patient did not seek any further medical attention or contact her physician due to the alleged issue. While over the phone, the patient had done back to back testing and obtained the following 7.3 and 7.2 mmol/l. Readings were done less than 20 minutes from one another and was within 20% or mg/dl. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen prior to the alleged issue and whether the patient had taken any medication prior to the symptoms. The products were replaced and requested back for investigation. The complaint is being reported since the patient alleged that due to the alleged erratic readings, the patient developed symptoms and had to self-treat with food/drink.

Manufacturer narrative:
Products were replaced and requested back for investigation. Products were replaced and requested back for investigation. Test strips and control solution were returned on (B)(4) 2012 and both strips and control solution passed testing. The 510 (k) k053529.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.